Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away while wearing her insulin pump. The customer's father stated that he believes the customer's death was diabetes related. The customer's father also stated that the customer was alone at the time of death and that her resident assistant of the dormitory found her. Nothing further was reported.